Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2103403 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the user felt significant resistance when shuttling down the 5f mynxgrip vascular closure device (vcd). The case was completed and hemostasis was achieved with new mynx device. There was no reported patient injury. The device was opened in a sterile field. The deployer is mynx certified. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use of the device. The mynx device was prepped per the IFU. No difficulty was noted during prep. The storage of the device did not exceed 25 °c. The advance tube was not engaged or visible. The device was not used in patient. The physician reported that the device did and was shuttled down completely. There was not unusual force used when retracting the sheath. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the user felt significant resistance when shuttling down the 5f mynxgrip vascular closure device (vcd). The case was completed, and hemostasis was achieved with a new mynx device. There was no reported patient injury. The device was opened in a sterile field. The deployer is mynx certified. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use of the device. The mynx device was prepped per the IFU. No difficulty was noted during prep. The storage of the device did not exceed 25 °c. The advancer tube was not engaged or visible. The device was not used in patient. The physician reported that the device did and was shuttled down completely. There was no unusual force used when retracting the sheath. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the received device showed that the shuttle cartridge was engaged to the black handle, and the shuttle outer cartridge tubing was observed torn/shredded along the cartridge tubing, approximately 128mm from the distal end of the shuttle tubing. The syringe was connected to the device with the stopcock open, and the procedure sheath was observed to have been on the catheter shaft as received. The sealant and advancer tube were not returned with the device. The condition of the returned device does not match the description of the incident. It is possible that the device was manipulated post the procedure. Per functional analysis, without the return of the sealant and advancer tube and due to the damages to the outer cartridge tubing, a shuttle down procedure on the returned device could not be performed. Per microscopic analysis, visual inspection at high magnification showed that the shuttle outer cartridge tubing was torn/shredded along the cartridge tubing, approximately 128mm from the distal end of the shuttle tubing. A product history record (phr) review of lot f2103403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The condition of the returned device does not match the description of the incident. In addition, the catheter balloon shaft of the returned device was observed cut/separated from the black and green shuttle handle as received. The damage was not reported in the complaint description. Based on the condition of the returned device and the investigation performed, the damages observed in the catheter shaft may have been caused post the procedure. Procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.